Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving low readings. Customer called (B)(6) 2015 stating his relion prime meter is giving him inaccurate low readings which caused him to be hospitalized. Not enough information was gathered at the time of the call so a voicemail was left with the customer to call us back to provide more details and complete troubleshooting. Customer called back (B)(6) 2015 and said that their meter is reading too low. The meter has been reading lo for several days and so he kept eating to bring his sugar up. He started feeling sick so his wife took him to the hospital and his blood sugar was too high. He was in ICU for two days because his sugar was so high. Caller stated his sugar was that high because he was eating so much and he didn't take his injections since the meter was reading lo. The incident occurred 3 weeks ago. Caller thinks the strips with the hole in the end are bad and the strips with no hole work fine. They have had the meter for 8-9 months. Strips opened about a month ago. Keeps strips in the original bottle and cap replaced immediately after removing strips. Technique and storage ok, but only changes lancets once a week. Tests on fingers only. No changes in diet, exercise meds or stress. No apparent damage to the meter. Replacing product.